Event description:
During a jaw procedure, it is alleged that the blade started "loosening and advancing and eventually fell off." This resulted in a minor cut to the patient's lip. The cut did not require any medical/surgical intervention. The surgeon stated the 'cut' was very minor.

Manufacturer narrative:
Evaluation showed that a portion of the locking mechanism had broken off (part was not returned). The damage occurred on the threaded portion of the locking mechanism. Examination of the locking nut found gouging/galling on the sides. Based on the examination of the nut, it is suspected that the locking nut was over torqued with the use of an unknown instrument which resulted in the damage to the locking mechanmism. Preventative maintenance for this product is 12 months. Due to the type of findings, the sales representative will be instructed to offer in-service and training to the facility.